Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum w/miosture) issue. The reporter alleged there was moisture located in the display of the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/18/2017 with the following findings: during investigation, visible moisture was found on the display. A leak was found in the display. The pump powered on to a fully functioning display. The pump was opened to find moisture corrosion on the printed circuit board and motor assembly. No moisture was found in the battery compartment. The complaint of a dim faded display was unable to be duplicated.